Manufacturer narrative:
Product analysis: analysis was unable to confirm the report that the external pulse generator (epg) turned off despite three bars full and that the battery indicator flashed red noting that the device passed all incoming functional tests. Analysis found that both wires on the liquid crystal display (lcd) were pinched but not compromised, errors were found in the log data and the main printed circuit board (pcb) was out of electoral specification, and the tube sleeve was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) spontaneously turned off despite three bars full. The battery indicator also flashed red. It was noted that the epg was turned back on and left for six hours but the issue was unable to be replicated. The epg was returned for service. No patient complications have been reported as a result of this event.